Event description:
It was reported that the customer was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading was 312 mg/dl. Caller stated that the customer's insulin pump has cracks in the battery and reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.